Manufacturer narrative:
Beckman coulter inc. Customer technical services assessed the issue via telephone. Beckman coulter inc. Issued a receptacle valve to the customer to resolve the leak. Hardware was the root cause for this event.

Event description:
The customer reported that they observed a leak from the wash buffer reservoir of a access 2 immunoassay system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. There was no biohazardous exposure to personnel uncovered wounds or mucous membranes and no injuries were reported. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility.